Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the previous sensor could not be removed during the removal appointment on (B)(6)2024. The sensor was inserted on (B)(6) 2024. According to the case information, the sensor was palpable before the incision, but no transmitter or ultrasound or magnet was used to localize it. Another removal attempt will be made on a future date.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the sensor could not be removed during the removal appointment on (B)(6) 2024. The sensor was inserted on (B)(6) 2024. According to the case information, the sensor was palpable before the incision, but no transmitter or ultrasound or magnet was used to localize it. A follow up removal attempt was made on (B)(6) 2025 during which the sensor was successfully removed. This incident does not require any further investigation. B4. Date of this report 24 february 2025. G3.date received by the manufacturer? 06 february 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22,4310.